Event description:
A patient reported that he awoke to the unit on fire. He and his wife claims they smelled it burning. It was reported that the unit is burnt near the power switch down to the bottom of the unit and it burnt the folding tray. No items within the home were burnt. There was no patient injury reported.

Manufacturer narrative:
Awaiting the return of the device before we carry-out an investigation.